Event description:
During a gastric bypass procedure the device would not fire, the staples were protruding out of the reload cartridge. There was no pt consequence. Another device was used to complete the case.

Manufacturer narrative:
Evaluation summary: based on the analysis finding of damaged pinion axle support, this file is considered to be reportable. The device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support was found damaged, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process. 510(k) is k020779